Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser advised both rear casters are locking up causing them not to turn or lift, veering to the left and right.